Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump has absence of vibrate. The customer stated that the settings are correct and a low battery alert was not received. There was no vibration during selftest. Blood glucose value was 101 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to vibrate during self test due to broken vibrator red wire. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.